Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, due to a pinhole on video cable, water tightness was lost. The bending section cover had a scratch. The adhesive on bending section cover had a chip. Due to damage on lock engagement lever, bending section could not be fixed firmly. Due to damage on charge coupled device unit, the image had black dots. The control unit had a scratch. Grip had a scratch. The right/left plate has a scratch. The switch button 1 had a scratch. The right/left lever had a scratch. Angulation lever had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. The video connector case had a scratch. The video connector had a scratch. The lock engagement lever had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Establishment name: (B)(6) medical center.

Event description:
A customer reported to olympus, during an unspecified therapeutic procedure, the endoeye flex deflectable videoscope displayed an image noise. The procedure was completed without delay, using a replacement device. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: due to a cut on charge coupled device cable, image noise occurred, and an image could not be displayed. Due to damage on charge coupled device unit, the image disappeared during angulation in right/left directions. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "no image was displayed" and phenomenon 2 ", the image disappeared during the angulation operation in the right/left directions" likely occurred as a result of a charged coupled unit device (ccd) breakage. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.